Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the initial audible sound of the power heard and then the device locked-out? Was the battery removed, rotated 180 degrees, and reinserted? Was the knife reverse switch attempted? If yes, did it function? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What was the product code of the cartridge being used with the ple60a? How was the procedure completed?

Manufacturer narrative:
(B)(4). Batch # m53634. The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the manual override feature worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the battery was put in the device and it did not work. An attempt was made to use the over-ride, but it still did not work. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.